Event description:
Pt's parent reported that the pt's ventilator began to alarm. The tracheostomy tube was removed and a replacement placed. They examined the cuff and found it to be asymmetric. This tube has been in use for several months and is home reprocessed every three days. No adverse effects reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the eval.